Manufacturer narrative:
This report is submitted on december 31, 2020.

Event description:
Per the clinic, the patient experienced pain at the implant site, and an extrusion of the receiver/stimulator through the skin. The patient was treated with oral antibiotics (duration not reported), and placed under general anesthesia on (B)(6) 2020, in order to re-position the device and revise the skin. The implanted device remains.